Event description:
The customer reported having to calibrate unconjugated estriol (ue3) many times to obtain acceptable quality control (qc) results involving the access unconjugated estriol assay used in conjunction with the unicel dxi 800 access immunoassay system (serial number (B)(4)) and the access unconjugated estriol calibrators. The customer had to adjust the median value for patient results for the first time. There has been no report of patient consequence or change in patient treatment associated with this event. The supplied qc data indicates the reagent lot in use demonstrated imprecision above the stated example in the instructions for use (IFU). The customer discontinued use of the suspect reagent lot.

Manufacturer narrative:
There is no indication the access unconjugated estriol device used by the customer was returned for evaluation. Beckman coulter performed ue3 reagent testing on five random reagent packs of lot 225400, in question. Unicel dxi 800 access immunoassay system (serial number (B)(4)) was used and testing was isolated to pipettor #4 to remove variability's. Three repetitions from each reagent pack were performed to evaluate pack-to-pack variance. The analysis identified some minor variances in relative light units (rlu's) recovery between packs but not as pronounced as seen previously. In conclusion, the available information reasonably suggests that the reagent lot 225400 has malfunctioned. The qc data presented, from this lot, demonstrated imprecision above the stated example in the IFU for all three instruments. In addition, the subsequent reagent pack lot 227500 is reported to be performing acceptably on all three instruments. All related medwatch reports associated with this incident: 2122870-2013-00592, 2122870-2013-00593, 2122870-2013-00594.